Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one interlink system solution set was contaminated. It was further specified that there was hair inside the sealed product. This was noted before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between september 22, 2011 to september 23, 2011. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.